Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported a physician attempted to novasure endometrial ablation on (B)(6) 2016. The physician inserted the electrode array and had difficulty seating the disposable device. The physician then removed the device and dilated the patient a second time. The same device was reinserted and the physician "encountered resistance and then [the electrode array] opened". The physician then performed a hysteroscopy and visualized a perforation. It is unknown what type of intervention was required. The procedure was aborted.